Event description:
According to the reporter: occurred during a right hemicolectomy procedure. The device was being used to conduct the side to side an astomosis. After half of the staples deployed, the lever could not be squeezed anymore. Opened the jaw and found that the staples did not form properly. Another staple was replaced but unable to fire. At last, another stapler was replaced to continue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.